Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the device was faulty and could not be used. The event occurred during cataract surgery with intraocular lens (iol) implantation procedure. The surgery was completed using another lens. Additional information was requested, but no further information is available.